Manufacturer narrative:
One device was returned for evaluation. Visual inspection was performed confirming the customer's reported problem. Functional testing was not performed. The root cause was physical impact to the device. The switch cam assembly was replaced. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the unit had a broken knob. Patient involvement unknown.